Manufacturer narrative:
Concomitant therapies: juvéderm® ultra plus xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿nodules in every injected area and they are hard to touch¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm voluma® xc in the cheeks and 1 syringe of juvéderm® ultra plus xc to the nlf and marionette folds. Approximately 2 years and 9 months later, patient was injected with 1 syringe of juvéderm vollure¿ xc in the nlf and marionette lines. About 14 months later, patient visited the healthcare professional ¿with the nodules in every injected area and they are hard to touch." It was noted patient was ¿sick¿ 2 months prior to the nodules appearing. Healthcare professional tried to dissolve the nodule in the marionette area with vitrase, but symptoms did not improve, and thus, they did not dissolve the product in all other areas. No further details were provided. This is the same event and the same patient reported under MDR ID #3005113652-2019-00064 (allergan (B)(4)) and MDR ID # 3005113652-2019-00065 (allergan (B)(4)). This MDR is being submitted for the first suspect product, juvéderm voluma® xc.